Manufacturer narrative:
Occupation - the occupation is lay user/patient. The reporter's test strips were returned for investigation. The test strips and vial showed no defects. The returned test strips were measured with the returned meter with a high level control sample with the specified target range of 2.5 - 3.1 inr. Results: 3.0 inr, 2.9 inr, 2.9 inr. All inr values were within the specified target range confirming the functionality of the coaguchek measuring system. No error messages occurred. Returned customer material complies with the specification. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 297788) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable inr results for 1 patient from coaguchek xs plus meter serial number (B)(4) compared to the laboratory result. The laboratory reagent was not known. At 09:36 am the result from the meter with capillary blood was 3.5 inr and the result from the laboratory with venous blood was 1.5 inr. There was no allegation of and adverse event. The patient's therapeutic range was 2.0 - 3.0 inr.